Event description:
Suburethral sling eroded to form a sinus tract. Pt experienced suprapubic discomfort for several weeks after they underwent a pubovaginal sling procedure. Upon presentation, their pads were found to be soaked with a serosanguineous discharge. A procedure was performed to remove the sling material with debridement and reconstruction of the suburethral tissue. Fascia lata harvest with a sling to abdominal rectus fascia was then performed.